Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 3830-59 lead, implanted: (B)(6) 2011; ddmb1d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that during device replacement, there was an insulation breach in the right ventricular (rv) lead on the pace/sense pin proximal to the trifurcation. The physician placed an end cap over the insulation breach. The rv lead remains in use. It was further reported that during device replacement, there was an insulation breach in the right atrial (ra) lead in the redundancy in the pocket. The physician placed an end cap over the insulation breach. The ra lead remains in use. No patient complications have been reported as a result of this event.